Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with left ventricular (lv) lead had a chest computed tomography angiography (cta) which showed vein thrombus with clot adherent to pacemaker leads. It was also reported that the vascular felt symptoms was due to central vein stenosis or clot due to pacemaker wires. Additional information indicates that the patient was hospitalized and patient clot was treated with medication. This lv lead remains in service. No adverse patient effects were reported.